Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the video provided by the customer. The device was put through extensive testing without duplicating the malfunction. The device's battery interconnect board was replaced as a precaution. It is important to mention the battery used at the time of the reported event was not returned for evaluation. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.